Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient had controller exchanged for controller cable damage.

Manufacturer narrative:
Section d3, g1: updated information. Section d1: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
On (B)(6) 2023, the patient called stating controller was alarming, however no alarms aside from low voltage advisory from (B)(6) 2023 was seen on controller. The alarm reportedly resolved on its own. Self-test was done and passed. The patient came to clinic for controller exchange, which was done on (B)(6) 2023. No alarms or issues were noted on device interrogation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported events of an unknown alarm, low voltage alarms, and damage to the power cables could not be confirmed. The heartmate 3 system controller (serial number: (B)(6)) was not returned for analysis and no photos or log files were submitted for review. Available information indicated that the system controller was exchanged in response to the issue. The root cause of the reported events could not be conclusively determined through this evaluation. The device history records were reviewed, and the records revealed that the heartmate 3 system controller, serial number (B)(6) , was manufactured in accordance with manufacturing and quality assurance specifications. The heartmate 3 patient handbook (rev d - section 5 ¿alarms and troubleshooting¿) covers all alarms (visual and audible), and the actions to take if the alarm cannot be resolved. The heartmate 3 patient handbook (rev d - section 6 ¿caring for the equipment¿) describes how to properly care for all heartmate equipment, including the system controller and its power cables. The patient handbook cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.